Event description:
We used this product several times and the mask was very difficult (impossible with some) to remove from the resuscitator itself. We had to run and get another resuscitator after intubating a patient in order to manually ventilate the patient. Several times we actually cracked the valve on the resuscitator bag trying to remove the mask. No patient harm because we were able to find another resuscitator. Manufacturer response for resuscitator bag, airflow (per site reporter): they said they changed the mold on the mask and will replace product.